Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: united kingdom. E1: telephone: (B)(6).

Event description:
It was reported that the unit was sent in for maintenance and noted that lock parts are missing, width plate holder is missing and worn. Widthplate is damaged. Machine head was damaged. Reciprocation was worn. And missing component. Diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d1 d4 d9 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined he machined head and width plates (2 and 3 in.) Were damaged, the reciprocating arm was worn, and the ball plunger, lever, and screws were missing. The machined head, spring pin, ball plunger, lever, screw, and reciprocating arm were replaced and resolved the reported issue. The width plates were returned as is since the width plates are not repairable components. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.